Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 540 mg/dl and had a moderate ketone level. The customer administered a manual injection of insulin to address the bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Root cause: training. The pump depleted normally based on the customer usage. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.